Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of death, stroke and dissection are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). On (B)(6) 2024 percutaneous coronary intervention (pci) was performed to treat lesions in the left main trunk (lmt) and left anterior descending (lad) arteries with mild tortuosity and moderate calcification. Prior to stent implantation, the lesions were treated with intravascular lithotripsy (ivl) and pre-dilated with a non-compliant balloon. Then, a 2.25x18mm, 3x33mm and 3.5x28mm xience skypoint stents were implanted followed by post dilatation. At some point during the procedure a coronary artery dissection occurred; however was covered with stents. Then, on (B)(6) 2024 the patient experienced difficulty walking and was hospitalized. An MRI revealed ischemic stroke. On (B)(6) 2024 the patient was transferred to another hospital, where on (B)(6) 2024 an ablation procedure was performed during which reported bleeding occurred in the right femoral puncture site. The patient was discharged a few days later. During the 1 year follow-up call it was reported that on (B)(6) 2025 the patient died during hospitalization. No additional information was provided.